Event description:
Caller reports patient tested 5.4 inr on the coaguchek s system and 3.9 inr on a comparison lab. Caller reports the patients with greater than 4.0 inr were instructed to hold the coumadin until the lab results came back and then any coumadin adjustments were done based on the lab results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.